Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: on investigation, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. A battery compartment crack was found below the grip pad. The bolus button cover was found to be detached/missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.